Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each mfg and inspection operation was performed and indicated complete in accordance with sjm specs and procedures. Based on the info received, the cause of the reported incident could not be conclusively determined.

Event description:
The info provided to sjm indicated a 6f angio-seal vip was deployed. The right distal common femoral artery was occluded, requiring a thromboendarterectomy from the common femoral artery to the proximal superficial femoral artery. Pulses were good at the conclusion of the procedure.